Event description:
It was reported that the patient underwent vns generator replacement surgery due to battery depletion and an increase in seizures, which were reported in MFR. Report #1644487-2019-01725. When the lead was connected to the new vns generator, high impedance was observed. Multiple attempts at lead pin insertion troubleshooting did not resolve the high impedance. No lead replacement was performed at the surgery. As it is unknown if the high impedance existed prior to the replacement surgery due to the battery being fully depleted and contributed to the increase in seizures, the high impedance was reported separately from the increase in seizures. No relevant surgery for the high impedance is known to have occurred to date. No additional information has been received to date.

Event description:
X-ray images were received for the patient. Based on the x-ray images, connector pin could not be assessed for being fully inserted inside of the connector block due to the image quality. The filter feedthru were confirmed to be intact. A strain relief bend is present per labeling, but a strain relief loop does not appear to be present in the neck area per labeling. Three tie-downs are present on the right vagus nerve and two can been seen on the lead implanted on the left vagus nerve. Three tie-downs are present, and one is placed laterally to the anchor tether but the other is not placed correctly as there is no strain relief loop present. No sharp angles or gross discontinuities were identified in the visible portion of the lead. But, the cause of the high impedance could not be determined from the x-ray images received. No relevant surgery for the high impedance is known to have occurred to date. No other relevant information has been received to date.

Event description:
During attempts at product return, it was revealed that the explanted generator was discarded by the explanting facility.